Event description:
It was reported that the ventricular lead exhibited oversensing and low impedances, as well as multiple polarity changes. The lead was programmed off, and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 lead, implanted: (B)(6) 2002. (B)(4).